Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse found a cracked tube fitting for dispense port 3 dilutor fitting at the manifold, and replaced it. The cse found one of the wash manifold ports for wash/aspirate 3 had fallen out, and repaired it. The cse found that aspirate probe 2 pinch valve was not working properly, and repaired it. The customer ran calibration and quality controls, which were acceptable. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was not reported to the physician(s). The sample was repeated after recalibration on the same instrument, resulting negative. The negative result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.